Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the cloudy effluent was unknown. On an unspecified date, the patient was hospitalized for the event and was treated with cloxa (via intraperitoneal, stopped), fortum (via intraperitoneal, stopped) and fluco (via intra peritoneal, stopped) for the event. On an unspecified date, the patient was discharged from the hospital. At the time of this report, pd therapy was ongoing. The patient outcome was not reported. No additional information is available.